Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a small leak in the supply line of the homechoice cassette between the line and the solution bag that led to this alarm. Renal therapy services (rts) discussed proper procedures per the user manual with the caregiver (cg). Rts assisted the cg to end the therapy session and remove the supplies. Rts advised the cg to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a visual inspection was performed to the sample received using the naked eye and all components were correctly placed and according to the specification. No visual defect was observed in the unit. The sample was then submitted to pressure testing and no leak was noted. A pull test was performed and no separation was noted. Additionally, the set was submitted to functional therapy process testing by evaluating the cassette in a cycler machine which observed satisfactory results. The reported condition was not verified, the device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.